Manufacturer narrative:
Batch review performed on 21 june 2023. Lot 2009487: (B)(4) items manufactured and released on 20-nov-2020. Expiration date: 2025-11-04. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Additional involved implant: batch review performed on 21 june 2023 on gmk-sphere 02.12.0005r femoral component sphere cemented size 5 r (k121416) lot. 2012734 lot 2012734: (B)(4) items manufactured and released on 25-march-2021. Expiration date: 2026-02-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 year 10 months after the primary, the patient came in reporting pain due to a loose tibia and femur and the cause is unknown. The surgeon revised all components to revision components and the surgery was completed successfully.